Event description:
A malfunction was reported with a malfunction code indicated as "malf 24." There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.